Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and a possible system extraction was noted by the physician. At this time, the system remains implanted. No further patient complications have been reported as a result of this event.